Manufacturer narrative:
Corrective data: event date and event description. Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal patient's contact reported receiving the make sure heater bag is on heater tray message during the patient's treatment the previous night. The patient was unable to move past the warning and subsequently cancelled treatment. The cassette was removed the cycler and fluid was noted to have leaked inside the cassette door.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal patient's contact reported receiving the make sure heater bag is on heater tray message during the patient's treatment the following night. The patient was unable to move past the warning and subsequently cancelled treatment. The cassette was removed the cycler and fluid was noted to have leaked inside the cassette door.